Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are diagnosed with gum disease and they had to have gum surgery. They are now going to have to have traditional orthodontics.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.